Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted dso seal, loose latch lever, and a loose uso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the dso seal and latch lever were the root causes and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion blister and loose cassette lever. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.